Event description:
Event description cpi received information that this bipolar lead was removed from serivce due to dislodgment. The physician was unable reposition the lead, thresholds were not appropriate. A new lead was not implanted the atrial port was capped and the implantable pulse generator (ipg) was reprogrammed to vvir mode.